Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included underwater pressure testing, clear passage testing, integrity of seal surface testing, and clamp function testing, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient¿s transfer set disconnected from the titanium adapter when the patient was in the shower. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.